Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 27 mm 11500a resilia aortic valve in aortic position is being evaluated for a possible valve in valve procedure after an implant duration of 5 years, 2 months due to stenosis. Tavr has not been scheduled.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, d9, g3, g6, h2, h3, h4, h6 the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. H3: evaluation summary: customer report of stenosis was confirmed through observed calcification. X-ray demonstrated wireform and metal band were deformed and pushed inward around commissure 1. X-ray also demonstrated heavy calcification on all three leaflets. Leaflet 1 had a torn-out section approximately 9mm x 3mm near commissure 1 and leaflet 3 had a 2mm tear near commissure 1. Calcification was evident at the tears; calcification also restricted leaflet mobility and led to stenosis. Wireform was exposed on commissures 2 and 3 and around leaflets 1 and 3 on the outflow aspect. H11: corrective data: medwatch # 76189 was submitted without product evaluation. Based on the additional information obtained, evaluation summary is included and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per (B)(4), stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including diabetes mellitus (dm), and coronary artery disease (cad).

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (clinical codes).

Event description:
It was reported and learned through investigation that a patient with a 27mm 11500a resilia aortic valve in aortic position underwent a valve replacement with a mechanical valve after an implant duration of 5 years, 2 months due to stenosis. The patient presented with shortness of breath and syncope.